Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a partial lead was returned in one piece with the helix found extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Additional findings were noted unrelated to the reported event, with visual inspection of the lead revealing an external insulation abrasion breaching the optim sheath and full breach outer insulation degradation at the distal region of the lead with intact silicone insulation beneath. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart.

Event description:
It was reported that the lead was explanted and replaced due to high threshold. The patient is in stable condition.